Manufacturer narrative:
Patient code 3191 was used to capture the surgery to explant and replace the device.

Event description:
Additional information was received which indicated that this pacemaker was explanted and replaced. It was also noted that the patient has a blood infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to explant and replace the device. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that this pacemaker was explanted and replaced. It was also noted that the patient has a blood infection. No additional adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the pacemaker remains in service. No adverse patient effects were reported.